Event description:
Spontaneous. Patient's husband reported the pump is spitting out the syringe. (B)(6), hhrn also on the line doing a manual push over 45 minutes. Per pump sheet, infusion time should be 40 minutes. (B)(6) thinks this is because spring is not working properly. Rph authorized a reship. No missed doses or adverse events reported. Pump available for return. No further information. Strength: 4gm/20ml & 2gm/10ml (cuvitru). Reported to cvs/caremark by: patient/caregiver.